Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. Two 5.00mm/2.0cm/90cm peripheral cutting balloon were selected for use. During procedure, it was noted that the balloons ruptured upon first inflation at 10atm. The device was removed normally and a pinhole was noted. The procedure was completed with a different device. No complications were reported and patient was in good condition post procedure.